Event description:
It was reported that during an open procedure, the anastomosis site was separated after firing. The device was used on the rectum, and the doughnuts were formed properly. The deployed staples were malformed (the legs were slightly bent). Additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transaction? What color reload? ---no information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---purse string device. How was the purse string placed, by hand or with an assist device? ---with an assist device if an assist device, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---click sound. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, an existing staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---compressed until unable to fire further. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? ---no. If yes, how many counter-clockwise revolutions were used to open the device? Is a pathology specimen and/or report available? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---donut confirmation. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). Anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as a washer nor was an anvil returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.